Manufacturer narrative:
Occupation was lay user/patient.

Event description:
The customer alleged she received questionable results from coaguchek xs meter. The serial number was requested but was not known. The specific date of testing was not known. The date of (B)(6) 2018 was an approximation. The result of the first test was 1.0 inr to 1.9 inr. The specific result could not be provided. The repeat result was 6.4 inr. Using a nurse's coaguchek meter, the result was 6.5 inr. The result from a laboratory using stago neoplastine reagent was 3.6 inr. The customer stated all testing was performed within seven hours. Upon follow up with the laboratory, the result of 3.6 inr was obtained on (B)(6) 2018 and it was stated the facility does not use coaguchek meters. There was no allegation of an adverse event. The therapeutic range was 2.5 inr to 3.0 inr. The customer was not anemic, had no heparin, no antiphospholipid antibodies, no direct thrombin inhibitors, no change in warfarin, no new medication, no new illnesses, no diet changes, and no bleeding or bruising. The suspect product was requested to be returned for investigation. Replacement product was sent. A routine retention testing process has been implemented. Valid retention results are available for all lots in the event a strip lot is alleged in a complaint. All retention data is reviewed on a monthly basis once testing is complete. If a failing result is observed during testing, appropriate actions will be taken.

Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined. Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.